Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: brown particles, fold creases, extended sharp opening (a dimension measurement in the shell was performed which identify the thickness within specification) and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Additional, corrected and/or changed data: d.10, g.1, h.3, h.6.